Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the physician notified the patient to avoid certain electrical engines they used regularly during their hobby.

Event description:
It was reported approximately seven weeks post implant that noise/oversensing was observed on the egm (electrogram) and a noise warn ing had triggered for the extravascular (ev) lead. There were low r-waves on the ev lead and in-clinic testing showed the r-wave was quite small and varying with deep breath and movement.  The noise/oversensing was also suspected that it could be the extravascular implantable cardioverter defibrillator (ev-ICD) experiencing electromagnetic interference (emi). Reprogramming was done. The ev-lead and ev-ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.